Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, it was found that the device performed according to specification. No repairs were made towards the reported issue. During evaluation observed that ac cca board and power inlet module was electrically overstressed on the hot side. Double bend tube and chiller evaporator tube were found expanded. The device underwent pm servicing while in for repair. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube. Upgrades completed included replacing the ac cca board and power inlet module. Serviced circulation pump and mixing pump. Replaced heater, both manifold o-rings, drain valves, and coin cell. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The investigation indicated that the reported issue was not manufacturing related. Therefore, a device history record review was not required. The reported event is unconfirmed, labeling/packaging review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on therapy all day with no issues on the arctic sun device. The device alerting 01 (patient line open) and 02 (low flow). Mis walked nurse through stop therapy, drain and disconnect. Nurse reconnected pads holding nowhere near clear connectors and audible clicks with each connection verified. All lines straight with no bends or kinks. 4 pads connected. Nurse started therapy. The device primed and began alerting again with fluid delivery line open and low flow. The system diagnostics showed pt1 (patient temperature measurement) was 33c, outlet monitor temperature (t1) was 9.9c, outlet control temperature (t2) was 9.9c, inlet temperature (t3) was 24.1c, chiller temperature (t4) was 5.4c, water flow rate was 0 l/m, inlet pressure was -0.4psi, circulation pump command was 100 percentage, mixing pump command was 0 percentage, heater showed 0, water reservoir level showed 5, system hours were 5841.3 and pump hours were 5390.2. They did not have another device available for use. Mis advised nurse to send biomed labeled alert 01 (patient line open) and 02 (low flow). They would find alternate method for target temperature measurement. Per sample evaluation results received on 31mar2023, it was reported that the during evaluation observed that ac cca board and power inlet module was electrically overstressed on the hot side. It was stated that the double bend tube and chiller evaporator tube were found expanded. It was noted that that the replaced the ac cca board and power inlet module. It was also noted that the replaced the double bend tube and the chiller evaporator outlet tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had been on therapy all day with no issues on the arctic sun device. The device alerting 01 (patient line open) and 02 (low flow). Mis walked nurse through stop therapy, drain and disconnect. Nurse reconnected pads holding nowhere near clear connectors and audible clicks with each connection verified. All lines straight with no bends or kinks. 4 pads connected. Nurse started therapy. The device primed and began alerting again with fluid delivery line open and low flow. The system diagnostics showed pt1 (patient temperature measurement) was 33c, outlet monitor temperature (t1) was 9.9c, outlet control temperature (t2) was 9.9c, inlet temperature (t3) was 24.1c, chiller temperature (t4) was 5.4c, water flow rate was 0 l/m, inlet pressure was -0.4psi, circulation pump command was 100 percentage, mixing pump command was 0 percentage, heater showed 0, water reservoir level showed 5, system hours were 5841.3 and pump hours were 5390.2. They did not have another device available for use. Mis advised nurse to send biomed labeled alert 01 (patient line open) and 02 (low flow). They would find alternate method for target temperature measurement.